Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. The additional devices referenced in b5 are filed under separate medwatch report numbers.

Event description:
It was reported that this was an arteriotomy closure of a calcified left common femoral artery using four prostyle devices related to an interventional endovascular aneurysm repair procedure with a 6fr sheath. Reportedly, a cuff miss [suture retrieval issue] occurred with all four devices. A cut down surgery was done to achieve hemostasis causing a delay in the procedure. There was no adverse patient sequela. No additional information was provided.

Manufacturer narrative:
Visual analysis was performed on the returned device. The reported suture retrieval issue was confirmed as posterior needle to cuff miss. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. The reported difficulty and subsequent treatment appear to be related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.